Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the backup battery became depleted and a vent inop condition occurred due to power supply failure. The customer reported there was patient involvement with no harm to the patient

Manufacturer narrative:
Patient information was requested and was not provided. Follow up report - device evaluation: the manufacturer¿s field service engineer (fse) evaluated the unit while onsite and confirmed the reported problem. The fse reported review of the device diagnostic log indicated power supply failure due to various combinations of 24v, +12v, -12v and power fail failures (7018). The fse reported the battery was able to be charged and maintain a charge. The fse reported a pin on the battery was bent. Resolution and disposition: the fse reported the bent battery pin was straightened to address the reported problem. No parts were replaced.